Event description:
A distributor reported that a customer received an alert 7t from their pump, but no further information about the event was provided. There was no information available regarding the impact on the customer's blood glucose level. No additional actions or outcomes related to the incident were received, and the pump was no longer under warranty.